Event description:
It was reported that one day post implant the right ventricular (rv) lead had dislodged. During the re-implant of the rv lead the patient¿s blood pressure was gradually decreasing and the ECG (electrocardiogram) showed pooling of pericardial fluid; perforation was suspected. Drainage of the cardiac tamponade was done and the patient recovered. It was noted by the physician that the lead had been implanted at deeper side from apex which had been the site of the initial lead implant and therefore pulling the lead after the restoring of the screw would lead to cardiac tamponade. Because of this situation and the patient having sss (sick sinus syndrome) the rv lead was abandoned and the operation was completed as aai (atrial pacing and sensing) instead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5086mri45 implantable pacing lead 2014-(B)(6). (B)(4).